Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter read inaccurately high compared to another device. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The mss was advised the patient tests his blood glucose 3-4x daily. The patient manages his diabetes with humalin r insulin (sliding scale) and lantus insulin (32 units in the morning). The alleged issue began (B)(6) 2011 at 705am. The patient reported blood glucose results of "400 mg/dl" with the subject meter and "201 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. At the time of the alleged issue, the patient stated he took an increased dose of humalin r insulin (32 units). After the alleged issue, the patient claimed he felt low blood glucose symptoms of nervous, sweating and had blurred vision. The patient drank orange juice and administered self a glucagon shot as treatment. The patient stated he felt better after. The patient's wife still contacted emergency medical services (ems). Ems checked the patient's vital signs and tested his blood glucose. The patient obtained a blood glucose result of "160 mg/dl" with the ems meter. No other treatment was provided. At the time of troubleshooting, the customer care advocate (cca) noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca educated the patient about using expired test strips for testing. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.